Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the recharger relay box would get extremely hot when charging the implant. The issue began yesterday. During the call there were no damages on on the recharger. Patient plugged the recharger and got 0 low then 0 high on passive recharge. Patient adjusted the recharger and got 90 on high. Patient was able to charge excellent. Patient mentioned the controller went from 100% to 40%. The implant was red. Agent advised patient to charge the controller then to monitor the recharger the next time they charged the implant. Agent advised patient to call back if the issue persisted. Patient (pt) called back reporting shes still having issues charging and that the recharger telemetry module (rtm) gets hot. Agent sent request to repair.